Event description:
A non-healthcare professional reported that probe failed to reach the number of cuts specified in the product specification during calibration phase of vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).